Event description:
Baxter reports "a tubing leak found during pt use. At least 3 sets of the reported lot number were leaky at the front part. Iodine was leaking out, iodine is an antiseptic, no danger of infection was given" the set was on the pt for one week. No pt injury reported. No medical intervention needed.